Event description:
Hospitalized after medtronic insulin pump infusion sets did not deliver insulin for 7 days entire box of 10 sets were faulty. Reported issue to medtronic, they sent new insulin pump, but the infusion sets were the problem. I ended up in ICU. Medtronic refuses to address the problem and is charging me for new insulin pump. They refuse to respond to calls, or recall faulty infusion sets. There was no death, but form would not proceed without death.